Event description:
A 24 ga bd diffusics piv (catheter) broke within patient's wrist area. Piv had dwelled over 12 hours, without issue, before patient called to report issue. Patient was non-compliant.